Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls - manual indicating that the device displayed a "dpm (defibrillator/pacing module) failure" at start of pacing during preventative maintenance. There was no reported patient involvement, therefore no health consequences or impact.